Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during saphenous vein vessel harvesting, the plastic arm on the c-ring broke. The device was removed and procedure was completed with a new hemopro2 device. Per the end-user, the tunnel was very tight and this occurred about halfway through the procedure. Minimal delay in case to open a new kit. There was no patient injury. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/24/2025. An investigation was conducted on 05/09/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device jaws or heater wire. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. The scope wash tube was observed to be melted just at the base of the intact c-ring. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break -c-ring" was confirmed. Sc 15-may-2025. A manufacturing engineering evaluation was requested. Engineering evaluation assessment: a visual evaluation was performed on may 22, 2025. There was evidence of heavy clinical use and visible blood. The cannula subassembly was inspected and it was observed that the tube with rib (cv000002714) was in two pieces. The piece of the tube with rib that is glued into the c-ring was inspected under magnification and it was observed that there was heat damage to the tube with visible signs of melting. Next, the piece of the tube with rib that goes into the scope wash tube was inspected under magnification. It was observed that there was heat damage to the tube with visible signs of melting. Based on the visual evidence, the tube with rib (cv000002714) was split into two pieces due to application of heat from the tool which resulted in the melting and fracture of the tube. Conclusion the manufacturing engineering evaluation conducted on may 22, 2025 determined the potential root cause of the reported failure ¿break c-ring¿ was most likely a result of user error during the course of the procedure. The tube with rib (cv000002714) was subjected to heat from the tool, which resulted in the melting and fracture of the tube. The lot # 3000443632 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.